Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket failed. A field service engineer (fse) observed that the pocket was slow to open. Upon inspection, the pocket was found to be slightly overloaded, with a medication packet stuck to the lid. Hardware test application (hta) was executed, the lid was opened and cleaned, and the pocket contents were rearranged. The pocket was opening smoothly, and customer was able to recover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.